Event description:
Event: unresolved type I endoleak. Case details: the final angiogram performed after graft deployment revealed a type I endoleak at the superior attachment system that was not resolved with placement of a competitor's cuff and additional balloon inflations. The patient will be monitored by the physician.